Manufacturer narrative:
The claimed issue was related to water inside air gas module. The issue was decided to be reported due to the fact that moisture/water in a gas module may lead to a stop of ventilation. The issue has been resolved by replacing air gas module. Identification of issue has been done by analyzing problem description and service report. The root cause to the reported problem has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator's gas module was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).